Manufacturer narrative:
Requested product was not received for investigation. Retained test strips samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
Method: the reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and a new issue was observed. During control solution testing, a blank screen was observed. The meter did not power on with button depression and with insertion of test strips. After further investigation, solder and discoloration were observed on the positive battery terminals.

Event description:
Customer reported that on august 8, 2014, around lunch time, his wife tested his glucose and received a reading of 148 mg/dl on his adc blood glucose meter, which was higher than he felt. Customer further reported he self-administered an unspecified amount of insulin and then called "the va ambulance". Upon arrival the paramedic's received a reading of 50 mg/dl on their unspecified meter. It is unknown how much time may have elapsed between these readings. Customer was treated with an unspecified intravenous infusion, in addition to being given orange juice to drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.